Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface could not be seated during knee surgery. A new implant was opened and went on easily.